Event description:
A patient reported post-operative pain and was revised. During revision, the surgeon observed that two denali polyaxial screws were fractured. The devices were explanted and the tips of the screws remain in the patient. This report captures the second of two fractured screws.

Manufacturer narrative:
H3 other text : no product returned.